Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker could not be interrogated one day post implant. Attempts were made to obtain additional information; however, no further information was able to be obtained. This product remains in service and there have been no adverse patient effects reported.